Manufacturer narrative:
(B) (4)(B) (6).

Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure. According to the complainant, during the procedure, "vaginal perforation at sulcus" was documented. The patient was catheterized for 3 - 12 hours. The procedure was successfully completed. During a follow-up visit on (B) (6)2008, "vaginal tape extrusion - tape felt a bit superficial in left vaginal sulcus no erosion yet" was observed. The patient experienced urinary retention and was treated by self-catheterization. During a follow-up visit on (B) (6)2009, no mention of vaginal tape extrusion or urinary retentioin were mentioned. Pe was documented as "normal".